Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated MDR 1225714-2014-05572, 1225714-2014-05573 and 2937457-2014-01415.